Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarms or motor error alarms noted during our testing. The insulin passed displacement, rewind, basic occlusion, prime/a33, occlusion and excessive no delivery tests. The motor was tested outside of the unit and passed. The insulin pump has minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus. Customer stated that she has received motor error alarms in the past and a no delivery alarm. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.